Event description:
Reference number (B)(4) event occurred in united states. It was reported that the patient experienced ten events of kinked cannula between 01-june-2024 to 06-feb-2025. Patient noticed symptoms within three hours of insertion. The site of insertion was stomach, uppler glutes, upper thigh. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 9 of 10.